Manufacturer narrative:
(B) (4). The ge service rep hooked up the system to a debug monitor and discovered a data error in the cmos and gib error. He troubleshot to a low voltage of 1.3vdc of the 3vdc lithium battery and replaced the battery. The rep then rebooted the system and verified the cmos settings to allow system to complete boot sequence hooked to utility suite and discovered that the number of spits were set at 6. He changed the number to 2 and recalibrated with a full filament calibration. He then rebooted the system without error and took various test shots at deferent levels without error. The ge service rep explained to the radiology tech that he would like to monitor and have a report the next day of operation. The tech called and said that they had used the system throughout the day without error. The rep closed the case with the system operating as designed.

Event description:
The customer reported that intermittent filament failure error messages displayed during a procedure. No pt injury was reported.